Manufacturer narrative:
Technician found that the left siderail had a broken end tube due to metal fatigue. Unit was in repair shop. There was no incident reported. Replaced left siderail to resolve this issue.

Event description:
Complaint alleged that the left rail was not staying up.